Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that 10cm of wire broke off during procedure. The wire was captured via a snare. No further information was supplied. As the device was not returned and a review of all available information fails to identify an assignable cause for the reported event, an assignable cause of ¿undeterminable¿ will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿.

Event description:
It was reported that during the procedure, the distal of subject guidewire was broken. The broken guidewire fragment was removed by using a snare. The subject guidewire was replaced, and the procedure was completed successfully. No further information is available.

Event description:
It was reported that during the procedure, the distal of subject guidewire was broken. The broken guidewire fragment was removed by using a snare. The subject guidewire was replaced, and the procedure was completed successfully. No further information is available.